Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device change out, the right ventricular lead exhibited low impedance. An insulation anomaly was suspected. The lead was capped and replaced successfully.